Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "we have been experiencing a high withdrawal occlusion rate with the 4fr double lumen power provena PICC's at here at the hospital. Unfortunately we do not have any numbers for you but we are having to place tpa much more frequently on the double lumen power provena piccs. Have you been hearing this from other hospitals that are using this new line? Our team has been discussing going back to the 5fr double lumen PICC lines and keeping a small supply of 4fr dl power provena PICC's. If other hospitals are not having this issue with withdrawal occlusions perhaps we are not maintaining them properly."